Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient with this pacemaker was admitted to the hospital after a heavy fall. The patient broke their left arm and injured their left shoulder. Interrogation of the device revealed high, out of range pacing impedance measurements (greater than 3,000 ohms), loss of capture and noise on the right ventricular (rv) lead. Noise and loss of capture were also noted on the right atrial (ra) lead. X-ray imaging did not show any visible impairment of the device or leads. The physician noted there was no damage to the device or leads. The device was explanted as a precaution, to prevent the patient from needing a replacement within the near future. A new device and leads were implanted. The device and leads were discarded and will not be returned.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. In april 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
It was reported that the patient with this pacemaker was admitted to the hospital after a heavy fall. The patient broke their left arm and injured their left shoulder. Interrogation of the device revealed high, out of range pacing impedance measurements (greater than 3,000 ohms), loss of capture and noise on the right ventricular (rv) lead. Noise and loss of capture were also noted on the right atrial (ra) lead. X-ray imaging did not show any visible impairment of the device or leads. The physician noted there was no damage to the device or leads. The device was explanted as a precaution, to prevent the patient from needing a replacement within the near future. A new device and leads were implanted. The device and leads were discarded and will not be returned. Besides surgical intervention, no adverse patient effects were reported.